Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a decrease in performance. The results of an x ray indicate migration of the internal magnet. Surgery to reposition the magnet is planned but had not taken place at the time of this report in 2009.